Event description:
It has been reported to philips that there was an allura software problem. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system software was damaged. Upon¿further inspection, fse checked the system application was defective. Fse reinstalled system os and application after reinstalled the os, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Problem code was corrected.